Manufacturer narrative:
(B)(4) catalog# is unknown as information was not provided but referred to as a cook gunther tulip filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog# is unknown it could either be k090140, k112119 and k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received two cook filters: a celect filter on (B)(6) 2014 ((B)(4)) and later a gunther tulip filter on (B)(6) 2015 ((B)(4)). Both filters were placed at (B)(6)". Patient outcome: the lawsuit asserts a wrongful death claim without further detail. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturers ref# (B)(4). According to additional information received, the alleged wrongful death allegation is dropped. Thereby the assumption is that patient death is not related to the filter. Summary of investigational findings: investigation is reopened due to additional information provided. The reported allegations have been investigated based on the information provided to date. Wrongful death is no longer being alleged. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Catalog# is unknown as information was not provided but referred to as a cook gunther tulip filter. As catalog# is unknown it could either be k090140, k112119 and k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received two cook filters: a celect filter on (B)(6) 2014 ((B)(4)) and later a gunther tulip filter on (B)(6) 2015 ((B)(4))". Patient outcome: the lawsuit asserts a wrongful death claim without further detail. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.